Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Customer requested removal of two pumps to report analysis. At first moment they reported that the pumps didn´t enter kvo and there was cardiorespiratory arrest of the patient. The ICU coordinator reported that the two pumps were in use in the patient with drug vasoactive, but there was no complication with the pumps at first, as the pumps did not alarm and contained drug. She informed that they are requesting the report only for internal analysis to improve process. As the user did not inform us of the date on which the adverse event occurred, we considered in the analysis below the last days of use after the last use of the kvo function recorded by the equipment. On (B)(6) 2021, at 06:55:12, the equipment started kvo, indicating that the function was operational. On (B)(6) 2021, the equipment was used normally, but, according to the history, there were several changes in volume and flow performed, as well as the beginning and end of infusion, but there was no start of kvo, because the infusions were interrupted by the user before completing the total infusion of the programmed volumes. On (B)(6) 2021, at 11:05:47, the equipment started kvo, indicating that the function was operational." After this date, the equipment was used normally, but, according to the history, there were several changes in volume and flow, as well as infusion start and end, but there was no kvo start, because the infusions were stopped by the user before to finish the programmed volumes. Unconfirmed technical complaint.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "faulty function/operating unit" according to the customer: "customer contacted b. Braun requesting analysis of the history of two equipment involved in an adverse event. There was a discrepancy in the information sent by the customer. At first, the doctor informed that the pumps did not inform kvo and that the patient went into cardio-respiratory arrest. At another time, the coordinator of the intensive care unit informed that the equipment was using vasoactive medication and that there were no complications to patient, but that they would like the equipment's history to be referred for internal improvement in the hospital. After information of the coordinator of ICU the physician stills requesting equipment analysis to have certain about what happened." "